Event description:
It was reported to medtronic minimed that the customer experienced the pump was doesn¿t resume basal when above low range later. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7040a, mmt-332a, mmt-242a, and mmt-1884l. Troubleshooting was performed, and the issue was not resolved. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-242a. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported having a low blood glucose value on (B)(6) 2024. What led up to the event was that she did not eat much. She treated the low by taking some carbohydrates. Customer also mentioned last set change was on (B)(6) 2024 where she was not disconnected during the rewind/prime sequence. Customer also mentioned that after the pump suspended on low, it did not resume basal when above the low range later. Troubleshooting was done for the low but not for the suspend on low. Pump was used within 48 hours of the low. Smartguard was not used. Pump is not returning for analysis.